Event description:
Patient undergoing a procedure for acdf. Disposable product from nuvasive was noted to have a broken tip, not sure if the piece was retained in the pt. Wound was explored and irrigated. It's hard plastic and not x-ray detectable. Surgeon disclosed incident to pt. Nuvasive rep present, aware and notified company.